Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that while clearing the film waste trash can of dimension exl 200 integrated chemistry system, fluid from the cuvette dripped onto their skin in the area between the gloved hand and the lab coat cuff. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the system, removed the film jam, manually reloaded around wheel and replaced cuvette capstan drive motor. After the replacement, the cuvette manufacturing function and the top seal function were verified. Following these actions, a system check and quality controls (qcs) were processed which passed acceptably. Siemens further evaluated the event and determined that the overfill of the film trash bin potentially contributed to the event. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported that while clearing the film waste trash can of dimension exl 200 integrated chemistry system, fluid from the cuvette dripped onto their skin in the area between the gloved hand and the lab coat cuff. The customer did not empty the film waste container, resulting in overflow into the capstan and a subsequent film jam (error 61). During resolution of the jam while wearing appropriate ppe (personal protective equipment), cuvette fluid inadvertently contacted the customer¿s skin between the glove and lab coat cuff. There are no known reports of adverse health consequences due to this event.